Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for the left ventricular high out of range pacing impedances, measuring greater than 3000 ohms. Boston scientific technical services discussed possible causes with the healthcare professional (hcp). The competitor left ventricular lead was configured over to the competitor right ventricular so that might likely be why it went out of range. The hcp performed isometric exercises to reproduce the noise but no noise was noted. No adverse patient effects were reported. The crt-d and competitor leads remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).